Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the pump exhibited a constant downstream occlusion alarm. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device missing a sticker seal. There was evidence of the error in the event history log. The reported problem was duplicated. The downstream occlusion sensor failed occlusion test. A faulty downstream occlusion sensor was the cause of the reported problem. It was recommended replacing the downstream occlusion sensor as corrective action. The root cause of reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously., corrected data: correction: h4: mfg. Date. 04-oct-2012. Correction: d4: model number: 2110.